Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 4.5 years post initial procedure, a type iiib endoleak was detected during routine follow-up CT. The physician plans to reline and the patient is reportedly in stable condition. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak of the bifurcated device. There was unsubstantial evidence to confirm completion of a secondary endovascular procedure. The complaint is most likely device-related due to the use of strata material. The procedure-related harms for this complaint could not be determined. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Currently unable to confirm if re-intervention has been completed or scheduled for the patient. The complaint file will be reopened if additional information is received at a later time.